Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on anterior side assessed as surgical damage and one opening observed on plug strap bond edge assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ yellow particles observed inner the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a left side "deflation." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side "rupture" captured as deflation since device is saline. Device has been explanted.